Event description:
Customer alleges discrepant results with meter: date: "this week", inratio: 5.3. "Last week", 4.6. Patient's target therapeutic range is 2.5 - 3.5. Patient has hypothyroidism.

Event description:
It was reported that the atrial lead exhibited noise, and low impedance of 100 ohms. The noise could be reproduced with certain arm movements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that all five wires of the distal coil were fractured at 13.5 cm and 15 cm from the connector pin, which caused the reported noise. The distal insulation was damaged which resulted in an electrical short between the coils. The proximal insulation was abraded at 5 cm to 7 cm from the helix end, due to friction with another device, which could also cause the reported noise.